Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the hi-pot and fall-off tests. The last patient to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable and the cable connecting the front therapy electrode to the distribution node (dn) were pulled from the strain relief which damaged j702 (trunk cable connector) and j703 (dn to front therapy electrode connector) inside the dn. In addition, the dn to rear therapy electrode cable was pulled from the dn. The cause of the test failures was the pulled cables and damaged connectors. The cause for the pulled cables is excessive force. The source of the excessive force cannot be positively determined. No adverse event resulted from the damaged cables. The last patient to sue this e-belt did not report any deficiencies.